Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of (B)(4) units available for delivery after fill tubing has been completed. Fill the syringe with approximately (B)(4) units to have enough to fill your tubing and still have (B)(4) units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump annunciated a minimum fill alert after customer filled cartridge with approximately (B)(4) units of insulin. Reportedly customer did not have enough insulin to fill the cartridge with the (B)(4) unit minimum required to avoid receiving the alert. Customer reported a blood glucose level of 168 (mg/dl). Customer later filled cartridge and completed the fill tubing process while connected to their infusion site and subsequently experienced a low blood glucose (bg) level of 61 (mg/dl). Juice was consumed to address bg levels. Customer reported that bg levels returned to target range.